Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was experiencing ineffective stimulation from his scs system. An sjm representative met with the patient for system diagnostics which indicated multiple contacts revealed high impedances. Reprogramming was unable to provide effective stimulation coverage. The patient will follow-up with his physician and have x-rays as the next course of action to address the issue.

Event description:
Additional information received identified the patient may have a surgery at a later date to address the issue.